Event description:
It was reported to boston scientific corporation that a hot axios stent (captured by manufacturer report # 3005099803-2016-03986) was implanted in a transgastric position to treat a 13 x 10 cm, 30% necrotic pancreatic walled-off necrosis (won) during a won drainage procedure performed on (B)(6) 2016. The stent was dilated to 18 mm during this procedure. Reportedly, the patient had a second unknown axios stent (captured by this report) and an unknown external percutaneous drain implanted, as well. It is unknown on what date these devices were implanted. The patient underwent four necrosectomy procedures post-stent placement. The final necrosectomy was performed on (B)(6) 2016. The patient underwent imaging on (B)(6) 2016, and a bleed was noted. The patient was imaged again on (B)(6) 2016. The hot axios stent (captured by manufacturer report # 3005099803-2016-03986) was removed from the patient on (B)(6) 2016. It is unknown if or when the second axios stent and percutaneous drain were removed from the patient. The physician reported that it is unclear whether the cause of the bleed was the axios stents, the percutaneous drainage, or the patient¿s pancreatitis. The patient¿s condition was reported to be stable. Additional information received on december 21, 2016: according to the complainant, the first axios stent (captured by manufacturer report # 3005099803-2016-03986) was removed from the patient on (B)(6) 2016 due to the bleed. The patient's bleed was treated by embolization. The second axios stent (captured by this report) was implanted on (B)(6) 2016 to treat a separate pancreatic fluid collection from that of the first axios stent. The second axios stent was not removed from the patient and remains implanted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent (captured by manufacturer report # 3005099803-2016-03986) was implanted in a transgastric position to treat a 13 x 10 cm, 30% necrotic pancreatic walled-off necrosis (won) during a won drainage procedure performed on (B)(6) 2016. The stent was dilated to 18 mm during this procedure. Reportedly, the patient had a second unknown axios stent (captured by this report) and an unknown external percutaneous drain implanted, as well. It is unknown on what date these devices were implanted. The patient underwent four necrosectomy procedures post-stent placement. The final necrosectomy was performed on (B)(6) 2016. The patient underwent imaging on (B)(6) 2016, and a bleed was noted. The patient was imaged again on (B)(6) 2016. The hot axios stent (captured by manufacturer report # 3005099803-2016-03986) was removed from the patient on (B)(6) 2016. It is unknown if or when the second axios stent and percutaneous drain were removed from the patient. The physician reported that it is unclear whether the cause of the bleed was the axios stents, the percutaneous drainage, or the patient¿s pancreatitis. The patient¿s condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.